Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated that the sensor could not be found on the dexcom system. No medical intervention was reported. Additional event or patient information is not available.